Manufacturer narrative:
H6-clinical code 4581: patient dissatisfaction with visual acuity. (B)(4).

Event description:
The reporter indicated that a 12.6mm vicm5 12.6 implantable collamer lens of -1.50 diopter was implanted into the patients left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was explanted due to patient dissatisfaction-visual acuity. The problem was resolved.

Manufacturer narrative:
H3-device evaluation: lens returned in a microcentrifuge vial with residue/debris on product. Visual inspection found no visible damage to lens and residue throughout the lens. Claim# (B)(4).

Manufacturer narrative:
H6: medical device code: 1494 off-label: safety and effectiveness of the lens has not been established in patients with: unstable refractive error in either eye. Safety and effectiveness of the lens has not been established in patients with: history of previous ocular surgery including refractive corneal surgery. Claim#: (B)(4).